Event description:
The rotoblator device was used to treat a highly calcified and tight stenosis of the circumflex. During the procedure and after ablation, the guide wire fractured. The distal portion of the wire remains inside the pt. The physician stopped the procedure and did not attempt to retrieve the wire. Following this procedure the pt was treated by heparin therapy, is asymptomatic and in satisfactory condition. The pt is scheduled for bypass surgery. Per the physician, the scheduled surgery is not directly related to the guide wire fracture.